Event description:
It was reported that the image on the 9800 sys was deteriorating and the customer requests an adjustment to the brightness. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier focus was adjusted and the monitors brightness and contrast was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.